Event description:
A lead fracture was observed at the level of c6 for the patient and they were referred for a full revision. The patient underwent surgery and the explanted devices were discarded. No other relevant information has been received to date.